Event description:
It was reported that, arterial dissection. Physician used shockwave to combat calcium in the vessels before performing tavr procedure. Physician used a 16 fr dilator that he had trouble advancing. Physician went up and over to intervene on sfa near puncture sight. Physician used a balloon and then stented lfa. Additional information states, left femoral access, 5 mm, calcium present, micropuncture and ultrasound were used. Single stick, above bifurcation, calcium was present in vessel and in iliacs, device depth was 5 +1, physician met resistance when inserting all sheaths and dilator. Device was deployed at the measured deployment depth, puncture site was not oozing, shockwave was used. After device was deployed, physician used a bare metal stent 8x40x80 and an unknown balloon size for the assumed dissection. Patient outcome was good.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, the physician used shockwave to breakup calcium present in the vessels prior to a tavr procedure. A 14f manta was planned for closure in the left common femoral artery. An above the bifurcation positioned access was gained utilizing micropuncture and ultrasound guidance. The arteriotomy was 5.0 mm, with calcium present in the vessel and iliacs, and a depth measurement of 5cm + 1cm. The physician encountered difficulties advancing and withdrawing the 16 f dilator and procedural sheaths. Following deployment, the puncture site was not oozing, however, at some time an arterial dissection was noted. The physician went up and over to intervene the superficial femoral artery near the puncture site, applied balloon inflation and deployed a metal stent to address the dissection.; patient post procedure was good. The device was not returned, and angiograms were not received for investigational purposes. There is believed to be no device failure. The root cause of the extended hemostasis requiring a covered stent is likely due to the presence of a dissection. Dissections are a common large bore procedural complication; therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. The cause of the dissection is inconclusive. The IFU warns do not use manta in patients with severe calcification of the access vessel; and do not use if the target common femoral artery lumen is <5mm for the 14f manta, whether due to intrinsic vessel size or stenosis from any cause. The following potential adverse events related to the deployment of vascular closure devices include local trauma to the femoral or iliac artery wall, such as dissection. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: vessel laceration or trauma. Procedure preparation states to confirm via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. Step 2 of exchange and position sheath indicates if significant resistance is felt advancing the manta sheath and introducer into the vessel, this may be indicative of swelling, scar tissue, calcification, or tortuosity. Do not proceed with manta closure as the device may become damaged.